Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that a ventilator experienced a malfunction with the display. There was no report of patient involvement. Additional information has been requested.